Event description:
International affiliate reports that trocar sleeve was too tight, preventing ease of removal. Attending surgeon exerted increased force to attempt removal and subsequently pricked their buttocks and left thigh when they lost control of their hands as device separated. No medical or surgical intervention was necessitated.